Event description:
The customer reported that he activated the pod on (B)(6) and his blood glucose was normal the whole day, measuring 130 mg/dl when he went to bed. He woke up the next morning with bg of 460 mg/dl which he corrected with a 22 unit bolus. He was in some pain and sweating, even after having a large diet coke. The correction bolus brought his bg down to 420 mg/dl. He called his healthcare practitioner from home and was advised to change the pod and take 12 units using an insulin pen. When it was removed, he noticed that the cannula had dislodged and was bent at a right angle, but the adhesive was firmly attached. He though that it may have come out when he was playing golf. He reported that he was nauseated and had large ketones. His bg went down to 230 mg/dl within an hr of the bolus by pen and then down to 119 mg/dl.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula. The customer also reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product lot met all acceptance criteria.